Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "when checking how the pca was controlling the pain for the patient, the nurse noted that there seemed to be a leak somewhere. When she flushed the line it squirted out where the flush line connects. Upon further inspection she noticed that the tubing was cracked at the connector site. The tubing was sequestered and new tubing hung."

Manufacturer narrative:
Additional information: conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of ¿leak at connection to another set¿ was confirmed. Visual inspection observed a crack in the female luer wall on the opposite end of the injection gate. No tool marks or signs of over torque were observed. Functional testing was performed; the set leaked from the crack in the female luer. The root cause of the ¿leak at connection to another set¿ was identified as a crack in the female luer. The cause of the crack is unknown.